Event description:
Event description guidant received information that this bipolar endocardial ventricular lead had dislodged. The lead was explanted and successfully replaced with another guidant lead.